Event description:
Customer reported the system displays a filament error and a precharge error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries, battery charger, filament driver pcb and power cap module. System operates as intended.